Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the pocket site was having wound issues and not healing well. As such surgical intervention took place wherein the pocket site was changed to the other side and the ipg was also replaced, thereby addressing the issue.